Event description:
This lead was implanted on (B)(6) 2012 and still remains implanted at this time. It was noted on (B)(6) 2016 that myopotential testing showed baseline noise on lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).